Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
During the call, the autopulse nxt platform (sn (B)(6) ) fans became very loud, and it emitted a burning plastic odor while becoming hot on the touch. The device unexpectedly powered down and could not be restarted until the power was cycled off and back on. This issue repeated four times despite the battery being adequately charged. No consequences or impact to the patient.

Manufacturer narrative:
Fault 1290 indicates that the motor has reached its maximum allowable temperature, triggering a protective shutdown. In cases where a patient is difficult to compress, the motor may reach this temperature more rapidly. Following service, the autopulse nxt platform passed the run-in and final tests without fault or error.

Manufacturer narrative:
No safety issue was reported. The reported complaint that the autopulse nxt platform (sn (B)(6) emitted a burning plastic odor and powered down was verified during the functional testing. The burning smell is primarily due to oil residue burning off from the motor as it heats up. The reported complaint that the nxt platform fan became very loud was not confirmed during functional testing. During the service evaluation, the fan noise/ sound was noted to be normal when compared to other nxt platforms. The reported complaint that the autopulse nxt platform powered down was confirmed in the archive data review and during functional testing. The root cause is pending further investigation for root cause analysis. According to the review of archived data, the internal motor temperature reached 110°c, triggering fault 1290 (fault_analog_motor_over_temp) and stopping compressions, confirming the reported complaint. This serves as a safety feature that performed as designed. The high-temperature limit may have been reached because the device required more energy to compress a larger patient, resulting in increased motor heat that exceeded the thermal limit of 110°c. The autopulse nxt platform passed preliminary functional testing without any faults or errors. Subsequently, the nxt platform was tested using a large zoll torso fixture (lztf) for 32 minutes without faults or errors. However, during the second compression test using the lztf manikin, the nxt platform operated for 8 minutes before a strong burning smell was detected, leading to the device stopping compression 2 minutes later due to fault 1290, thus confirming the customer complaint. Supplemental MDR will be submitted upon completion of the investigation.